Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Lot number: unknown, information not provided. Expiration date: unknown, as the lot number was not provided. UDI number: unknown, as the lot number was not provided. If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device. Device manufacture date: unknown, as the lot number was not provided. Device evaluation: the product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing record review: the manufacturing record and complaint occurrences per lot/batch were not reviewed since the lot number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pscst30 cartridge was used when inserting a model z9002 intraocular lens (iol). The iol was inserted into the cartridge but the customer thinks that the lens was too thick. When the attempt was made to get the lens into the patient¿s left eye, it would not unfold in the eye. Although the customer is not sure what part of the lens had patient contact as the lens also got stuck in cartridge, the customer was certain that the inserter went into the eye. They used the same model iol and diopter, attempted the procedure twice, and was finally successful on the third try. The 1st reported attempt is being reported in a separate submission. No other information was provided.